Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by MFR.: the complaint device was not returned for analysis as it was implanted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). It was reported that during a percutaneous coronary intervention procedure, a vessel dissection occurred. The patient presented with unstable angina and myocardial infarction in june 2013 and underwent a cardiac catheterization procedure which revealed a 95% stenosed lesion located in the 1st obtuse marginalis (om) artery with a reference vessel diameter of 3.00mm and a lesion length of 20mm. The lesion was predilated with an unspecified balloon and a 3.00 x 28mm study stent was deployed. A grade c dissection was noted distal to the target lesion. The dissection was treated with placement of another bailout 3.00 x 20mm study stent resulting to 0% residual stenosis.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that when the patient presented in (B)(6) 2013, the subject was admitted with complaints of neck pain and shortness of breath. The subject was found to have a nstemi with progressive increase in troponin I levels. Elevated biomarkers indicated ischemia prior to the procedure. Three days post index procedure, the subject continued to experience jaw pain after the index procedure and the troponin I levels were found to remain elevated. The subject was treated with medication and was discharged 5 days post procedure.

Event description:
Same case as: MDR ID 2134265-2013-04671, MDR ID 2134265-2013-04672. It was further reported that elevated troponin level occurred.

Manufacturer narrative:
(B)(4).